Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that he was experiencing a calcode issue with his onetouch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged product issue occurred on (B)(6) 2011 at 10:00am. The patient stated that he manages his diabetes with a combination of medications, byetta, glucophage, and glipizide (unknown dosages), and denied making any changes to his normal diabetes management routine in response to the reported issue. Three and half hours after the alleged product issue occurred, the patient claimed to have developed symptoms of being "shaky" and half an hour later, self treated with food/drink in response to the symptoms. During troubleshooting, the cca walked the patient through the proper coding procedures as recommended per the owner's booklet, but the reported issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received treatment after the alleged product issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on september 21, 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.